Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient information was available. Reportedly, the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and connection resumed.